Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colon resection procedure the device was difficult or unable to open and staples did not deploy. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.